Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was confirmed that blood was leaking from the hemostatic valve part of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This occurred after brockenbrough method (bb) was ended and wire was inserted into the left atrium. After inserting the vizigo into the la and removing the dilator, it was confirmed that blood was leaking from the hemostatic valve part of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The procedure was completed by removing the vizigo and replacing it. After that, an interview was conducted with the physician, and although there was some resistance at the time of inserting the dilator in the setup, it was not of a concern. The hemostatic valve was found to be depressed. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed some bents in the shaft of the device and on the vessel dilator and hemostatic valve was missing off the vizigo sheath. This finding has been reviewed and determined the issue of the hemostatic valve separation/missing is considered to be an MDR reportable malfunction. Functional test was performed, in accordance with bwi procedures. The vessel dilator and thermocool® smart touch® sf (stsf) catheter were introduced into the of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and some resistance was felt during the testing. The outer diameter (od) vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ additional investigation was initiated to address the root cause for the resistance with sheath issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was confirmed that blood was leaking from the hemostatic valve part of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This occurred after brockenbrough method (bb) was ended and wire was inserted into the left atrium. After inserting the vizigo into the la and removing the dilator, it was confirmed that blood was leaking from the hemostatic valve part of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The procedure was completed by removing the vizigo and replacing it. After that, an interview was conducted with the physician, and although there was some resistance at the time of inserting the dilator in the setup, it was not of a concern. The hemostatic valve was found to be depressed. The procedure was completed without patient's consequence. There was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding as blood loss was described as ¿a few drops¿, but the exact amount is unknown. The customer reported issue of ¿resistance with the sheath¿ is not an MDR reportable malfunction since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
On 6-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).